Event description:
A report was received that the patient was experiencing headache that occurred at all times. X-ray result revealed lead migration. The physician believed that the headache was due to the lead coming out of the epidural space. The patient underwent a revision procedure wherein the lead was replaced. It was noted, following the lead explant, that the lead had come apart due to tension stress. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing headache that occurred at all times. X-ray result revealed lead migration. The physician believed that the headache was due to the lead coming out of the epidural space. The patient underwent a revision procedure wherein the lead was replaced. It was noted, following the lead explant, that the lead had come apart due to tension stress. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing headache that occurred at all times. X-ray result revealed lead migration. The physician believed that the headache was due to the lead coming out of the epidural space. The patient underwent a revision procedure wherein the lead was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that there was no silicone piece from the fractured clik anchor eyelet left inside the patient¿s body. Sc-8336-70 (sn (B)(4)) device evaluation indicated that the lead passed photographic imaging test performed. Visual inspection revealed tail 1 had torn through the paddle silicone. X-ray inspection revealed no anomalies. The root cause of the damage is unknown. Sc-4316((B)(4)) device evaluation indicated that the clik anchor passed photographic imaging test performed. Visual inspection revealed the anchor had one fractured eyelet with missing silicone.

Manufacturer narrative:
.